Event description:
Spoke with pt via interpreter, pt said her cadd legacy pump (sn# (B)(4)) is malfunctioning and it's giving an error #1880. I informed her that I don't find that error number and so I asked to double check the error #. Pt put the battery in the pump and I can hear the pump alarming. Pt said the pump is now giving error # 1871 (motor time out error). Advised pt that she needs to send the pump back to (B)(4) for service. Transferred call to (B)(6) to set up order for replacement pump. There's no interruption in therapy due to pump malfunction. No other information provided. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.